Event description:
It has been reported to co that the physician was treating a distal right coronary lesion. The coronary artery had a shepard's crook take-off that was severe. The physician was able to canulate the artery with no problem. Shortly there after, a dissection was obsrved at the ostium. The device is not being returned for evaluation as it has been discarded by the hosp. No pt info was reported.